Event description:
Info received indicates the bed will not go into the reverse trendelenburg position.

Manufacturer narrative:
The technician isolated the issue to a bad cable assembly for the hi/low position sensor. He replaced the cable assembly to repair the bed.